Event description:
Customer reported that the pump battery would not charge despite attempting to use different usb ports and plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Technical support instructed the caller to try different charging options, all of which failed, leading to the decision to send a replacement cable and wall adapter. The customer was advised to rely on an alternate form of insulin therapy.